Manufacturer narrative:
Investigation conclusion: alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Please work with your healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer. Based on the limited information provided, further investigation is not possible at this time.

Event description:
The son of the patient reported that the patient began using the inratio system in approximately 2011. On an unspecified date, the patient was admitted to the intensive care unit (ICU) with confusion, restless, and difficulty recalling simple information. During the hospitalization, tests were performed to monitor the progress of the patient's physical and mental state. The patient's condition continued to deteriorate and the patient experienced a pooling of blood in his upper extremities that was reported as being consistent of a massive coronary event and heart attack. Per the patient's son, the inratio system "returned significantly inaccurate inr results, which in turn prevented his medical providers from prescribing a safe and effective dose of warfarin in a timely manner." The son of the patient also alleged the patient suffered fatal injuries and died as a result of use of the inratio system. Historical information was provided by alere home monitoring (ahm). Ahm records indicate the patient had placed an order for an inratio meter on (B)(6) 2013. However, on (B)(6) 2014, the patient agreed to switch to a competitor's inr device. On (B)(6) 2014, the patient placed an order for a coaguchek meter. Following this date, only coaguchek testing supplies were shipped to the patient. Furthermore, ahm received the returned inratio meter from the patient on (B)(6) 2015. The patient continued to report inr results to ahm until (B)(6) 2016. The death certificate of the patient was obtained as part of the investigation. Per the death certificate, the patient passed away at home and was found on (B)(6) 2016. The manner of death was determined to be natural and an autopsy was not performed. The cause of death of the patient was listed as congestive heart failure (interval: 6 years), chronic hypoxia (interval: 10 years), and severe sleep apnea (interval: unknown). Other conditions contributing to the patient's death were identified as morbid obesity and atrial fibrillation. There is no information indicate the inratio system caused or contributed to the patient's death as the listed causes of death are not consistent with coagulation issues or inr testing. Furthermore, information obtained indicates the inratio system was not in use for a significant period of time prior to the patient's death. Report of the patient's death and use of the coaguchek was forwarded to roche (reference # (B)(4)).